Event description:
It was reported that the 9800 system had a poor image quality. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The system was found to be working as intended, and put back into service. A follow up report will be filed when additional details become available.